Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was indicating that footswitch failed. Review of the log file showed that e-stop switch was pressed when the problem occurred, footswitch was working normally. Fse identified that e-stop was accidentally touched, which caused the reported problem. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot brake failed. The device was inside clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.